Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown person with no information. Information identified in the manufacture's data base indicated the patient died approximately three months post implant of the device approximately one and a half years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay has cosmetic environmental stress cracking and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.